Event description:
Customer reported that in the oncology unit, the med-line was found cracked and leaking. No pt harm was reported and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.